Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue, however, the insulin gauge remained inaccurate. Reportedly, customer continued to use existing cartridge for insulin therapy. Customer¿s blood glucose level was 213 mg/dl.